Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the reagent (r2) probe bent and touching the side of the drain. The cse replaced the r2 angular belt due to stretching, replaced the r2 probe, then aligned, and primed the r2 probe. The cse also replace the cuvette wash probe a due to leaking, replaced the loci liner and reset statistics. The cse returned the instrument to the customer to run quality control materials, and return the instrument to normal operation. The cause of the falsely depressed vancomycin test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 500 instrument. The initial test result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 500 instrument giving a higher test result. The repeat result was reported to the physician(s). The same sample was also repeated on the original dimension vista 500 instrument five times giving higher, and aligned test results. It is unknown if any of these five results were reported. There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed vancomycin test result.